Event description:
Same case as: 2184052-2014-00127, 2184052-2014-00128, 2184052-2014-00130. It was reported the implant would not lock properly during surgery. When advancing the struts into the endplate, the struts "scissored" at the anterior end of the endplate. The surgeon was unable to lock the implant. The parts were removed from the patient and the case was completed with a competitor product.

Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.